Event description:
Litigation papers alleges pain, difficulty ambulating, and excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Event description:
Update rec'd 07/15/2014 - medical records received. Upon revision, metallosis material and corrosion on the trunnion, a large pseudotumor, and loss of the anterior wall of the acetabulum were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. Update rec'd : 09/15/2014 clinical report received. Patient experienced infection and inflammation. Part/lot information provided. This complaint was updated on: 10/02/2014.